Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head had difficulty focusing and the parts are not fixed well. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: cover unit is deteriorated and cracked, due to poor watertightness of cable unit, water tightness is lost. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunctions: due to damage on camera unit, the endoscopic image definition is not usual. Because adapter is worn out, the lock button does not work smoothly. E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head had difficulty focusing and the parts are not fixed well. There were no reports of patient harm.